Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that the area around their implantable neurostimulator (ins) is getting hot. They stated that they went to the emergency room, but nothing could be done for them. The patient noted that they need to see a healthcare provider, but do not have one at this time. Physician listings were sent to the patient. The patient was to follow-up with a healthcare provider. No further complications were reported or anticipated.